Event description:
It was reported that difficulty was experienced during the percutaneous transluminal angioplasty (pta) procedure. Following advancement and inflation the balloon could not be deflated. The hub was severed from the catheter and the balloon was successfully extracted. The pta procedure was abandoned. No adverse pt effects were reported.